Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, prior to the hta procedure, a fibroid was resected using unknown forceps for 20 minutes. The hta procedure was started, and a 10cc fluid loss at a rate of 27 cc/min occurred during the seal integrity test. A cervical leak was observed. The physician applied a second tenaculum at the 6 o'clock position and repeated the seal integrity check. The system was stable, so the physician advanced to the heating phase. At 80 degrees, a second 10 cc fluid loss at a rate of 21 cc/min was observed. A perforation through the lower posterior of the uterus was noticed. It was also reported that "there ended up being a thermal injury to the bowel, but not a burn." It is unknown what caused the perforation at this time. It is also unknown if any treatment was administered for the perforation or "thermal injury." The patient's current condition is reported to be "good." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.